Event description:
Maquet, vasoview hemopro2, endoscopic vessel harvesting system, insulation separated from instrument jaws while in use. The insulation remained intact and attached to the device upon its removal from the patient and the surgical field. Another "like" device was then opened and utilized without issue for the remainder of the procedure.